Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wire. A corrective action was implemented. This is the final report.